Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, door 1 had failed. Although the drawer could be physically opened, the system did not detect it as open and displayed an error message stating "failed hardware". The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 13-aug-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 1 had failed. A field service engineer (fse) checked the station, ran diagnostics, and resecured the latches to resolve the issue. The system functioned as intended after the field service engineer repaired the device.